Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was blocked. The valve was explanted and the patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, leak testing, and preimplantation. However, the valve did not meet the requirements for pressure-flow. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device cautions that ¿introduction of contaminant could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion.¿ there was also a tear noticed on the corner of the dome. It is unknown how or when the damaged occurred. The IFU states in the warnings and precautions section that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.